Manufacturer narrative:
The unit did not have a button error alarm; however, had intermittent button response due to moisture damage on the keypad trace. The numbers did not ramp up on its own nor did the scroll bar move with no input. The unit had a minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was performed. The device was returned for analysis.